Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Blood glucose (bg) level was not provided. Reportedly, the customer almost suffered a heart attack. The customer declined to provide additional information regarding the issue. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.